Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the battery is low. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The device has not been made available to philips. Visual and functional testing could not be performed. The device remains at the customer site, requiring no further evaluation. Based on the information available and the testing conducted, the cause of the reported problem was not determined.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the battery is low. There was no patient involvement.